Event description:
The customer called for help setting her time and date. While setting time and date, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.